Event description:
It was reported that a 511s and 511st were used during a gastric banding. It was reported by the affiliate that the instruments had torn gaskets. There was no consequence to the pt.